Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the communication error likely occurred due to a broken imaging cable within the bending section or the image sensor might have been damaged. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have detected the event: "3.8 inspection of the endoscopic system. Inspection of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. (See figure 3.23). 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
As reported by the customer for this event, during preparation for use, the device did not get any connection. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was noted that the device had several parts that were non-olympus. The device yielded no image and no connection when plugged to the processor. The non-olympus parts could have contributed to this issue. In addition, the distal end body is deformed and the rubber glue is missing, causing a leak. The cement around the lens is missing. Switches one to four are not working. The light guide tube and video cable is non-olympus. The video connector is missing the label. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.